Event description:
It was reported that the patient had an inappropriate shock due to oversensing of electro-mechanical noise. The patient was on the couch at the time of the shock. Technical services discussed some testing and programming options. The clinic has now reprogrammed the sensing. There were no additional adverse patient effects. The system remains implanted.